Event description:
Event verbatim [preferred term] I used the low back wraps in the past and remember those pads getting extremely hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported using the heatwraps in the past and remembered those pads getting extremely hot. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to product quality complaints: severity of harm is s3 for "too hot." The sample was not received at the site. The following investigation summary and conclusion was provided: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass: adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Final confirmation status: not confirmed. Follow-up (18dec2019): new information received from a product quality complaint included severity level assessment. Follow-up (20dec2019): new information received from a product quality complaint included: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass: adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Final confirmation status: not confirmed.

Event description:
I used the low back wraps in the past and remember those pads getting extremely hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported using the heatwraps in the past and remembered those pads getting extremely hot. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I used the low back wraps in the past and remember those pads getting extremely hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported using the heatwraps in the past and remembered those pads getting extremely hot. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to product quality complaint: severity of harm is s3. Additional information has been requested and will be provided as it becomes available. Follow-up (18dec2019): new information received from a product quality complaint included severity level assessment. Company clinical evaluation comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "those pads getting extremely hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.